Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital, japan. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery with pfna nail and blade. The connection between the insertion handle and the aiming arm was loose before insertion of the lateral locking screw, so it was tightened again. All implants were inserted, and postoperatively, an x-ray showed that the blade may not have passed through the nail. The instrument had already been taken down from the clean field and extubated. A CT scan was taken the same day to confirm that the blade did not pass through the nail, and a revision surgery was performed. The blade was replaced. The revision surgery also resulted in the need for blood transfusion. The surgeon thought the cause of the problem was due to a loose connection between the insertion handle and the aiming arm. No further information is available. Concomitant device reported: unk - screws: locking (part# unknown; lot# unknown; quantity: 1) this report is for one (1) pfna-ii ã¸10 xs 130â° l170 tan. This is report 1 of 4 for complaint (B)(4).